Event description:
The patient received a 2.75 x 13mm cypher select stent in the mid lad. The lesion was in an in-stent restenosis of a previously implanted 2.5 x 23mm cypher stent. Two days post-procedure, the patient had transient st elevation and there was plaque prolapse in the stent. Angioplasty was performed with a balloon. A distal lesion in the lad was also treated with a 2.25 x 13mm cypher stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-02470.